Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low k results were obtained on a patient sample on a dimension exl 200 instrument. Siemens reviewed the data provided by the customer and determined that the customer replaced standard a, and quality controls were within range on the day of the event. As per siemens instructions, the customer replaced the integrated multisensor technology (imt) sensor and performed monthly maintenance. Siemens further investigated the instrument files and there was no indication of an instrument malfunction. Siemens determined that a sample integrity issue potentially contributed to the discordant, falsely low k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low potassium (k) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher. The repeat result of 3.3 mmol/l was reported, as the correct result, to the physician(s). Maintenance was performed on the instrument, and the sample was repeated again. The repeat result after maintenance resulted higher than the discordant result and was not reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low k results.